Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and low pacing impedance. Micro perforation was suspected and later observed. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.